Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 575 mg/dl. The symptom that the customer get from high blood glucose is nausea, headache and tired. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer current blood glucose is 160 mg/dl. Customer blood glucose at time of incident: 575 mg/dl. Drive support cap was not mentioned during troubleshooting. Customer recent high blood glucose event began on (B)(6) 2017. Infusion set was last changed: (B)(6) 2017. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer will call back to report the blood glucose reading. Customer is no longer wearing pump. Insulin pump will not be returning for analysis.